Event description:
It was reported that: a 41 year old male was undergoing surgery to correct a deviated septum. The dr. Turned on the tec 6 vaporizer and observed a rapid drop in blood pressure. The tec 6 was turned off, the pt. Died. The hosptal does not allege that the va[porizer or anesthesia system caused or contributed to the reported event.